Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite attempting with multiple wall outlets. Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose level. Upon follow up the customer indicated that the issue resolved itself. No additional information was provided.